Event description:
During collimator removal the left bottom corner bolt swung back into the slot. This caused the collimator to tilt down and bind. The entire dept was called into the room to lift it back onto the stand tracs.